Manufacturer narrative:
The reported event of skiving and insertion difficulty could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref:3008452825-2019-00307. During a paroxysmal atrial fibrillation cryoablation procedure, a pericardial effusion occurred, which led to the procedure being cancelled. There was resistance when attempting to flush the brk-1 needle after gaining transseptal access to the left atrium. After withdrawing the sl1 sheath, it was noted that the needle had white plastic material at the tip, which was believed to be the white plastic scraped from the inside of the sheath. While setting up the cryoballoon, it was noted on ice that there was a minor pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. The procedure was continued but eventually aborted due to concerns about the effusion.